Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hosp's office assistant that the pump was exchanged due to suspected thrombosis. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.